Event description:
Pt is (B)(6) male undergoing elective procedures including a femoral angiogram. Access with the microdilator was called "difficult" and 5cm of the microsheath was retained in the femoral artery. Pt will need to return to surgery for removal.